Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 99.5 mm x 104.2 mm abdominal aortic aneurysm. The proximal aortic neck measured between 20 mm and 26.3 mm along a 23 mm length. The angulation at the proximal aortic neck measured 85 degrees. After deploying the endurant stent grafts, a proximal type I endoleak was observed. The physician elected to implant an endurant aortic cuff extension extending proximally. The endoleak was resolved and the physician elected to implant heli-fx endoanchors as a prophylactic to prevent proximal stent graft migration. However, one of the endoanchors broke during deployment. 1/4 portion of the endoanchor (1/4) was removed using the heli-fx guide and the other 3/4 portion remained in the aortic wall. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: the physician determined that the cause of the proximal type I endoleak was due to the patient anatomy of proximal aortic neck angulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. Complete films during implant were not available and the endoleak could not be assessed, and post-implant CT¿s were also not available for review. However, it appears likely that implanting within the severely angulated proximal neck contributed to the endoleak. Pre-implant CT¿s returned noted that the proximal neck was severely angulated, containing 2, >90 deg acute bends (~120deg max angulation in the lt-rt), including severe neck angulation in the a-p axis (~100deg infrarenal and ~105deg suprarenal). The cause of the endoanchor fracture could not be determined from the limited images provided. Films during the fracture event were not available, and the fractured anchor removed from the patient was discarded. A single still non-contrast angio image confirmed a likely broken anchor ~10mm below the top of the aortic cuff. Approximately 3 helical turns of the anchor were seen which appeared adequately embedded into the aorta. Another photograph returned showed the fractured section of the anchor after it had been removed from the patient; the tail end of the anchor had fractured near the weld. The fractured anchor in the photo was seen with the proximal end (¿cross-bar¿) in full view, and appears to be approximately 1 full turn in length. No other issues were seen from the angiogram with any of the other implanted endoanchors. Possible causes of the anchor fracture include improper apposition, implanting into the highly angulated anatomy, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier. If information is provided in the future, a supplemental report will be issued.